Event description:
The customer reported unexplained high blood glucose for the past day. The customer's most recent glucose reading was 267 mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. Reviewed the programming and found that the daily totals were not accurate for the basal and bolus. Advised the customer that insulin pump shows less insulin delivered than what she bolused along with the basal. The insulin pump was off by 0.4 units. The customer mentioned that the carbohydrates entered in one of the boluses were incorrect because she ate more than what she entered. Advised the customer the bolus history showed only two boluses within twelve hours. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.